Event description:
A 4.5mm cortex screw, implanted in 2000, was noted as broken on an x-ray taken 7 months later. Screw was implanted along with a dhs plate for a right femur fracture. During removal on an unk date, other screws were noted to have broken.